Event description:
Twenty-three months after percutaneous coronary intervention (pci) with two cypher stents, the patient's anti-platelet medication was stopped one week prior to lung cancer surgery. One day after the surgery, the patient had an acute myocardial infarction. Angiography revealed thrombus within both of the stents.

Manufacturer narrative:
This patient presented to the cardiac catheterization unit for elective treatment of 1 vessel disease. Pre-procedure medications included aspirin 200mg/day, ticlopidine hydrochloride 200mg/day (changed to sarpogrelate hydrochloride 300mg/day and cilostazol 200 mg/day due to a rash), isosorbide mononitrate 400 mg/day, and nicorandil 15mg/day. Intra-procedure medications included heparin 10, 500 units. Percutaneous coronary intervention (pci) was performed on a de novo lesion in the proximal left anterior descending artery of 35.31mm in length in a 3.3mm vessel diameter at a bifurcation. The (type c) eccentric lesion was calcified and flexion. The lesion was pre-dilated with a 2.75mm x 20mm balloon at 12 atmosphere (atm) before deploying a 3.0x18mm cypher stent at 16 atm and a 3.0x28 mm cypher stent at 16 atm. The stents were overlapping. Post-dilation was conducted with a 3.75 x 8mm balloon at 19 atm.the residual diameter stenosis measured 0%. Intravascular ultrasound (ivus) was done. Timi iii flows were recorded pre and post-procedure. Act was not monitored. Post-procedure medications included aspirin 200mg/day, sarpogrelate hydrochloride 300mg/day, cilostazol 200mg/day, isosorbide mononitrate 400mg/day, and nicorandil 15mg/day. Twenty-three months later, the patient had surgery for lung cancer. Additional details regarding the diagnosis and treatment were not available. Anti-platelet medication was stopped for the surgery one week prior to the surgery. One day after the surgery, the patient had an acute myocardial infarction. Coronary angiography was completed and thrombus was observed inside of the implanted cypher stents. To treat the thrombus, aspiration and plain old balloon angioplasty (poba) was conducted with a 3.25x30mm balloon at 12 atm. The physician theorized that the cause of the thrombotic event was because the anti-platelet therapy was stopped due to the surgery. Please note that this product (lot no i0105001) is not distributed in the united states. However, it is similar to the us distributed device. This product is not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt. This is one of two products used in the same patient and associated with the event that were reported under the following manufacturing numbers 96916099-2007-00553 and 9616099-2007-00554.